Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in australia. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, reported that patient faced infusion set tubing detachment and tubing came apart. Tubing has been detached to the quick release in less than 7 days of insertion. Insertion site was abdomen. Location of detachment was at quick release/connector. Infusion set has been used for 3 days. Sleeping activity leading up to this event. No further information available.